Event description:
Leakage detected during the first use of the access port. Access port removed and replaced by another one.

Manufacturer narrative:
Batch history review: the batch history file complies with our specifications and does not present any discrepancy. No other similar incident was declared to us on this batch of access ports, sold since (B)(4) 2014. Investigation results: the access port without catheter was received for analysis. A leak proof test has been performed on it. No leak has been detected. No manufacturing defect is visible. Conclusion: the returned access port housing is within specification. Without the complete device, we cannot confirm the complaint. It is worth noting that the celsite st201f access port, reference (B)(4) is not cleared in the us, but this device has the same catheter than the access port reference #(B)(4).